Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The customer reported a shattered alumina femoral head which was revised. The customer would like to investigate the implants.

Event description:
The customer reported a shattered alumina femoral head which was revised. The customer would like to investigate the implants.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: cup malposition in excessive anteversion has contributed to impingement between stem neck and cup rim with point contact in subluxation creating huge overload forces with ultimately a ceramic head fracture requiring revision. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: cup malposition in excessive anteversion has contributed to impingement between stem neck and cup rim with point contact in subluxation creating huge overload forces with ultimately a ceramic head fracture requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.